Event description:
It was reported that balloon rupture occurred. The 80-90% stenosed target lesion was located in the non-tortuous and non-calcified cephalic vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation and upon reaching nominal pressure at 10 atmospheres, the balloon ruptured. The balloon was removed successfully with no detached fragments left inside the patient. Another 6.0 x 100, 75cm mustang balloon catheter was used to complete the procedure and no patient complications were reported.